Manufacturer narrative:
Product ID: neu_unknown_cath, product type catheter. (B)(4).

Event description:
It was reported that a sudden increase in myotonia had been observed since (B)(6) 2012. Catheter failure was suspected. A catheter contrast study was performed after confirming there was no fracture found by simplified CT on (B)(6) 2012. At that time, ¿reflux¿ couldn¿t be drawn and contrast material was then administered. As a result, somnolence was confirmed and overdose administration was suspected due to a bolus injection of remaining drug in the catheter. It was later reported that on (B)(6) 2012 the patient experienced overdose with symptoms of drowsiness. A catheter x-ray had been performed and no abnormalities were found. The severity was noted as ¿mild¿ and ¿not serious¿. As of (B)(6) 2013 the patient outcome was ¿recovered¿.

Event description:
Additional information received reported multiple dose adjustments were made after a visit for an increase in myotonia on (B)(6) 2012 and for spasm control. The causality was probable in relationship to the drug, related to the procedure, and not related to the device system. It was further reported on (B)(6) 2012 there was suspected overdose (lethargy) after injecting residue from the catheter and thus were able to verify somnolence while continuing to inject the contrast dye despite failing to pull the counter out at the time. It was also reported a pump operability test was performed on (B)(6) 2012 and showed the actual residual volume (arv) was 9 ml and the residual drug volume on the programmer was 8.7 ml. Subsequent refills showed slight variability rates that were within specification.

Manufacturer narrative:
(B)(4).